Event description:
During bilateral breast reduction case plasmablade device lost coagulation functionality.

Event description:
During bilateral breast reduction case the plasmablade lost coagulation functionality. Generator was swapped out and devices from same lot used without further incident. It was noted that hospital was utilizing the same power cord for use with multiple medical devices and not the power cord exclusive to the pulsar generator.

Manufacturer narrative:
(B)(4). Eval method, results and conclusion: product scheduled for return but not received by manufacturer for inspection. . Product event: (B)(6).

Manufacturer narrative:
Product event #(B)(4). Lhr / DHR review: no associated manufacturing or servicing issues. Testing performed: device returned with cord cut therefore analysis unable to be performed. (B)(4).